Event description:
Correspondence was received from a competitor company on 04/16/2009 stating the patient reported experiencing elevated blood glucose and insulin leakage from the luer connection of her infusion set approx three months prior. She stated that elevated blood glucose began four days earlier, and her readings ranged from 72-312 mg/dl. Her target blood glucose range is 50-150 mg/dl. Her blood glucose measured 209 mg/dl at the time of the report. She stated that one box of infusion sets were leaking insulin at the luer connection earlier in the week. Her current infusion set is also leaking insulin from the luer connection. She stated that she did not see any cracks or tears in the infusion tubing and the connection was tight. She stated that her insulin cartridges were expired. She was advised against using expired product. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was returned for evaluation.